Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is there a possibility that the piece may be still in the patient's body? Was this procedure converted to an open procedure? Are there any plans to locate the missing pieces? Was there any change in the patient care as a result of this event? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device couldn't be used normally in vitro when checking. When the surgery was completed, before disassembling the device, the scalpel was checked to be intact. After disassembling the device, the titanium tip of the was found broken and missing. The broken piece wasn't found, even with the help of c-arm transilluminating the surgical site. Changed to another device to complete the surgery. There were no patient consequences reported. No additional information can be provided.